Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced bleeding at the sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they suspected that the needle insertion caused them to bleed. The patient indicated that they showered off the affected area that resulted in a scar and let it heal itself. No additional patient or event information is available.